Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument jammed shut on tissue after stapling. The surgeon had to cut the tissues around the instrument to be able to remove it.